Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the right ventricular (rv) lead, it was noted that the lead dislodged. The lead was explanted and upon review, it was noted that the helix was bent. The lead was not used and a new lead was implanted. The patient was in stable condition.